Event description:
Hi, on (B)(6) 2018 I had a "claria MRI quad crt defibrillator implanted" then a year or two back I receive an email or letter from the FDA stating that in 2018 I was implanted with a device that has a class 1 recall. So, I contacted the FDA wondering why this wasn't told to me by my heart doctor or medtronic themselves. FDA then sent me the class 1 recall information as in models etc. And said I had the device of this class 1 recall. Suggested to contact medtronic and my heart doctor immediately. I contacted my heart doctor because I am no longer putting any trust in a company who knowingly implanted devices they knew were faulty. My heart doctor didn't know apparently. I assume he is one of the major people that should know logically looking at it. I found this out after no return calls after attempting 3 separate contacts about my device and got hit by this device 4 times one night that rocked my world. Knocked me on my butt 4 times. I called an ambulance rushed to the ER. Admitted for like a week. That is where I had this discussion with dr. (B)(6) my heart dr. It started off with him telling me he's not quite sure why I got hit 4 times. I said are you telling me that it hit me 4 times by accident or on a "oops?" He replied you were fixing to stroke out due to your blood being so thick which is something new, you never had that issue before so it's good that it did but it shouldn't have hit you for that particular issue. I was irritated & said a few choice words (well a lot of them actually because those hits from this device hurt like hell. So much so it traumatized me and I wanted it out of my body) about the fact I heard about this recall from the FDA and not my heart doctor who I'm suppose to trust. They so called set up an appointment to put a code into the programming of the device from medtronic due to my age health not being feasible to remove it. I now find out the symptoms to look for and I've had 3 plus years if not longer in which I also inform dr (B)(6) of. Severe mind-blowing dizziness, shortness of breath everywhere I go. Drained of energy instantly and all the time as if I'm dying if I had to guess what dying felt like. I was told the dizziness could only be 2 things. Blockages or the latter stage of the disease that we know I have no blockages. It's beginning to feel like I can no longer trust, anyone concerning this. I've lived this way for 2/3 years now and though I have no proof it's this device I also have no proof it's not. What I do know is I have a class 1 recall. The most serious recall and it's rare. The symptoms to look out for is everything I live and experience each and every day. I also know I was knocked on my ass 4 times for an apparent "ooops" a year or so back. Hospitalized for the 4 electrocutions. ICU stay for shortness of breath where lungs weren't getting air so they out a device to force air. Took it off an hour later then back on saying if they take it off again and my oxygen drops instantly, I'll have to remain in ICU for the remainder of my time. I think medtronic needs to be held accountable for all my issues is what I think. I believe when they put me on that table and cut me open to install a device they knew had issues they took away my quality of life in every way that I should've had a better quality of life living and spending with my loved ones and not stressing every minute of my life anticipating something to go down the entire time. Never getting or having a moment of peace from either. Stress or the anticipating and waiting on a major life changing event demise. Thank you. (B)(6). "Model #-dtna1qq" "serial #(B)(6)".